Event description:
Customer reported a button error alarm. She did not recall the blood glucose reading. Customer was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.